Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3888-33, serial# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The rep stated that the patient¿s 2 peripheral leads were not functioning which led to their ins being replaced. They noticed the issue when they were checking the patient¿s implant last (B)(6) 2016. Additional information was received from the rep on (B)(6) 2017. The rep did not know the serial numbers of the peripheral leads and they did not know the patient¿s weight. A cause of the issue was not determined. The updated leads and battery provided very effective therapy. Additional information was received from the rep on (B)(6) 2017. The rep stated that the patient¿s battery was replaced as it was nearing end of life (eol). The rep stated that they always check impedances prior to and noticed high impedances on the peripheral leads. They did not know the patient¿s weight but they had gained a significant amount of weight after their first implant. The new leads were placed in a similar spot as the prior epidural leads. They were not having any significant device issues other than the eol. No further complications were reported/are anticipated.